Event description:
A report was received that the patient was having high impedances and no stimulation on her right side. The physician is planning on either implanting a lead or explanting the entire system. The patient will be explanted for a new scs system.

Event description:
A report was received that the patient was having high impedances and no stimulation on her right side. The physician is planning on either implanting a lead or explanting the entire system. The patient will be explanted for a new scs system.

Manufacturer narrative:
Additional information was received that the patient will not undergo the explant procedure due to her advanced age. Undisclosed pain medication was given instead. The bsn sales representative said that patient was still in some amount of pain even while on the medication. No further course of action will be provided